Manufacturer narrative:
Device remains implanted in patient.

Event description:
A company representative reported that an ozark screw was "broken" and "backing out" of an ozark plate at c4 post-operatively. Revision surgery will be performed. This report will capture the plate.

Event description:
A company representative reported that an ozark screw was "broken" and "backing out" of an ozark plate at c4 post-operatively. Revision surgery will be performed. This report will capture the plate.

Manufacturer narrative:
Corrected data: b.2. Outcomes attributed to ae has been corrected from no selection to 'required intervention to prevent permanent impairment/damage' visual inspection: the issue was confirmed through inspection of the associated radiographic image. It appears that the screw cover at the cranial end of the plate had been fractured off. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It is not clear what may have caused damage/fracture to the screw cover, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause for the issue could be determined based on the available information. As a result, the alleged failure mode was confirmed, but no root cause for the issue was able to be determined.

Event description:
A company representative reported that an ozark screw was "broken" and "backing out" of an ozark plate at c4 post-operatively. Revision surgery will be performed. This report will capture the plate.

Manufacturer narrative:
B.2. Outcomes attributed to ae has been corrected from no selection to 'required intervention to prevent permanent impairement/damage'.